Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid leaked from the pca tubing during an epidural infusion of fentanyl/bupivacaine. There was no report of patient harm; however, the patient was not receiving the medication.

Manufacturer narrative:
The customer¿s report that the pca tubing leaked was confirmed. Visual inspection showed no damage or any anomalies. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing confirmed leaking at the engagement of the tubing to the male luer adapter. The root cause of the customer¿s report was not identified.

Event description:
The customer reported fluid leaked from the pca tubing during an epidural infusion of fentanyl/bupivacaine. There was no report of patient harm; however, the patient was not receiving the medication.

Event description:
The customer reported fluid leaked from the pca tubing during an epidural infusion of fentanyl/bupivacaine. There was no report of patient harm; however, the patient was not receiving the medication.